Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed ventricular pacing at 62 ppm. Measured battery data was 2.42v, 119ua, 31 kohms.